Event description:
During a colonoscopy procedure, the physician used a cook endoscopy acusnare polypectomy snare. The snare was advanced into position for polypectomy. The snare would not connect securely to the active cord and therefore would not conduct current. The snare was removed from the endoscope. Another snare was used to complete the procedure. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Eval: our laboratory eval of the product said to be involved confirmed the report. The arms of the electrical pin located in the acusnare handle have bent together, causing a loose connection between the acusnare handle and an active cord. Because the active cord used during the procedure was not included in the return, an active cord from our shelf stock was used during our laboratory eval. The acusnare was subjected to a conductivity test with an ohm meter. One lead of the ohm meter was placed in contact with the snare head located at the distal end of the acusnare and the other lead of the ohm meter was placed in contact with the electrical pin in the handle of the acusnare. This ohm meter test confirmed continuous conductivity because the buzzer and lighting of the ohm meter remained continuous. Therefore, the acusnare itself did not have a discrepancy that could have caused difficulty with current application. With the acusnare and active cord loosely connected, one lead of the ohm meter was placed in contact with the snare head located at the distal end of the acusnare and the other lead of the ohm meter was placed in contact with the power supply end of the active cord. This ohm meter test confirmed continuous conductivity because the buzzer and lighting of the ohm meter remained continuous. Although the connection between the acusnare handle and active cord was confirmed to be insecure, the loose connection did not affect flow of current from the active cord to the acusnare during our laboratory eval. The lot number involved was requested from the initial rptr but was not provided. After a review of the account ordering and shipping history, we confirmed multiple lots have been shipped to this account prior to receipt of this report. The lot number involved could not be determined. A review of the twelve month complaint history for this product family was conducted. Based on this activity, the likelihood of this type of report is remote. Conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A bend in the electrical pin of the acusnare handle could cause an insecure connection and result in difficulty with current application. Bending of the electrical pin can occur if care is not exercised by the user during use and general handling. If the active cord was connected or removed at an angle, this could have caused the arms of the electrical pin to bend, causing connection difficulty. Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional test. The functional test includes verification of proper connection to the active cord. Corrective actions: the complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.